Event description:
It was reported that during an acl surgery the device was not cutting, it was dull and difficult. A backup device was available to complete the procedure with no patient injuries reported. There was a delay greater than 30 minutes.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Corrected information.

Event description:
It was reported that, during an acl surgery, the device was not cutting, it was dull and difficult. A back-up device was available to complete the procedure, but surgery was delayed more than 30 minutes. No patient injuries were reported.